Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017- failure to follow steps/instructions.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with 2 prostyle devices using a 5f sheath after an interventional embolization procedure. Reportedly, with the first device, there was no bleedback, and the knot could not be advanced into the tract. With the second device, the plunger was not pushed down completely prior to opening the lever; therefore, the needle became bent, resulting in an unformed knot when the plunger was removed [cuff miss]. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the plunger was not pushed down completely prior to opening the lever; therefore, the needle became bent, resulting in an unformed knot when the plunger was removed [cuff miss]. The electronic prostyle instructions for use (eifu), suture deployment states, "a: while maintaining the device logo position and keeping the device at approximately 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles." The plunger not pushed down prior to opening the lever likely caused the needle to bend. The difficulty appears to be related to the user error. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.